Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, 80% stenosed, de novo, mid right coronary artery (rca), using a femoral approach a 2.0 x 12 mm trek balloon dilatation catheter (bdc) was used at 14 atmosphere (atm) to pre-dilate the lesion. A 3.0 x 23 mm xience v stent was implanted at 12 atm, followed by a 3.0 x 12 mm nc trek bdc to post-dilate the stent inflated at 14 atm. It was noted that during the inflation with the nc trek bdc the hub separated from the shaft. The physician slowly deflated the balloon with some difficulty but it fully deflated and the stent delivery system was removed without reported issue. The result was good with timi 3 flow and there was no residual stenosis reported. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.